Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced a low blood glucose level in the 50s mg/dl. The customer treated the low readings with food. Customer declined troubleshooting. Customer also reported getting sensor with inaccurate readings. The customer was instructed with proper sensor calibration. The product will not be returned.